Event description:
Our distributor in (B)(4) reported that during receiving and inspection of incoming products, it was noted that the seal width of the sterile package containing the large bone oscillating blade was not properly sealed (under 1/8 inch) and the product sterility was therefore compromised. There was no patient involvement.

Manufacturer narrative:
The investigation of this reported problem included a sealing simulation of the blister to duplicate the issue during a production run and it was identified that the lidding could be off on one side of the blister when it is placed on the side of the sealing tray, causing the seal width to be less than 1/8 of an inch. Based on this finding, it is believed that the operator placed the lidding on the side of the sealing tray instead of placing the lidding inside of the sealing tray, which caused the anomaly found on the returned package. The operator also failed to check the sealed package before transferring it to the "accept" bin even though the final packaging process requires the operator to perform a 100% inspection. A two (2) year review of complaint history shows no similar reports for this product (00507154800) and to date, no additional complaints have been received for this lot number with regard to this packaging issue. This failure is attributed to operator error and is considered an isolated incident. The reported problem and the investigation results were reviewed and discussed with all responsible operators and re-training was conducted to follow the manufacturing process as well as the final inspection procedure.

Manufacturer narrative:
Evaluation findings: conmed linvatec received an unopened package containing the large bone oscillating blade for evaluation and confirmed the reported problem. Visual examination of the package found the tyvek sheet/lid was not placed/seated on the blister package correctly during manufacturing process causing the width seal to be under 1/8 of an inch. This caused a breach in sterility of the inner product. The other four returned packages in the original box met the manufacturer packaging requirements. Of the lot containing 440 units, there were no other similar reports received for this item and lot number combination. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.